Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin had squirted out of the insulin pump during the manual prime process. The patient's blood glucose at the time of incident was 93 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap appeared normal. The customer was not pressing on the drive support cap while connected to the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The drive support disk was inspected on the insulin pump and no anomaly was noted. Device was received with cracked broken off end cap. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement tester verify compromised force sensor system alarm due to cracked broken off end cap. Device had bleeding lcd glass, minor scratched lcd window, cracked lcd window, cracked battery tube threads and broken reservoir tube lip.